Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient is calling for information regarding rc vs pc ins. Patient states ins went dead 2 days ago because patient was negligent in recharging. Patient states there is a 3 strike rule and this was his 3rd time letting ins go dead because of not recharging. No symptoms were reported. Additional information received from the healthcare provider (hcp) reported they believed the cause of the implant dying was due to the device being discharged three times requiring replacement. The plan was for the implant to be replaced.